Event description:
A zoll patient service representative (psr) called zoll customer support to report that monitor sn (B)(4) was not appropriately communicating with an electrode belt. The monitor was not issued to a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not communicating properly with electrode belt) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a cracked y402 crystal oscillator on the monitor c/a board. The root cause for the damaged crystal oscillator could not be positively identified. No adverse event resulted from the cracked y402 component. The monitor was not issued to a patient.